Event description:
Facility reported the tubing of needle disconnected from female luer portion of needle during treatment. The treatment was discontinued. Estimated blood lose - 300ml. No pt injury or need for medical_intervention is reported, MDR is filed for blood loss only. The actual complaint sample was discarded.